Manufacturer narrative:
Investigation results: received 3 unsealed 18ga x 1.16in. Insyte autoguard bc pro units from lot: 2171961. All 3 unsealed units were provided used and retracted. There also appeared to be some fluid inside the devices, most likely from usage. The complaint states that there were issues with the safety activation feature. Visual inspection did not discover any dry adhesive on the inside of the safety activation feature. Inspection for any damages to the needle hub, barrel, coils, or the needle was also performed but no defects or damages that may cause a failure to retract were discovered. To replicate the reported defect each needle was placed back into its initial position, placed the catheter back on the cannula, and attempted to retract the needle while having the catheter slightly advanced. A slight resistance was felt from the catheter when retracting the needle, but nothing that caused a needle retraction failure. Microscopic analysis was performed on the catheters, but no defects were discovered that may have caused issues with retraction. The complaint states that there were issues with the safety activation feature, but the units were returned fully retracted and no damage or dry adhesive was discovered that may have prevented the button from activating. The reported defect could not be confirmed. Investigation conclusion(s): the defect of ¿needle retraction failure¿ was not confirmed. Probable root cause(s): a root cause cannot be determined without a confirmed defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
Additional information: - has there been any impact on the patient (serious injury, medical intervention, necessary change in treatment)? I don't know - were healthcare staff exposed to blood or body fluids? Yes the incident occurred with two patients, but there have been several incidents with the same batch on the same patient.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. If additional information becomes available, a supplemental report will be filed.

Event description:
It was reported that bd insyte autog bc needle did not retract resulting in blood to flow past blood control. The following information was provided by the initial reporter, translated from french to english: the safety activation button had difficulty engaging, the iade withdrew the needle manually and then blood flowed at the catheter hub, the blood control valve did not stop the blood reflux.